Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding anti-rotation tab fracture involving a hmrs extension piece was reported. The event was confirmed. Method and results: device evaluation and results: the returned extension piece was visually inspected and confirmed that the anti-rotation tab was fractured. The broken tab was not provided for analysis. The macroscopic features presented in the morphology of the fracture surface indicated failure by overload stress. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: medical review by a consulting clinician indicated difficult salvage surgeries in an (B)(6) likely active male patient often puts unsustainable stresses on large replacement components. This is likely responsible for this clinical situation. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the reported lot. Conclusions: the investigation concluded that the anti-rotation tab feature fractured off the extension piece due to an overload condition which was most likely the fall that the patient suffered.

Event description:
The patient had the primary surgery on (B)(6) of 2013 of hmrs distal femur replacement. On (B)(6) of 2014, the patient fell and visited hospital. On the x rays the peg of extension piece was broken. In (B)(6) of 2014 the surgeon decided to do revision surgery because the extension piece was rotate from anchorage piece.

Event description:
The patient had the primary surgery on (B)(6) 2013 of hmrs distal femur replacement. On (B)(6) 2014, the patient fell and visited hospital. On the x rays, the peg of extension piece was broken. In (B)(6) 2014 the surgeon decided to do revision surgery because the extension piece was rotate from anchorage piece.